Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were not returned the needle overmold assembly was significantly bent. The depth limiter button was in the default position. The actuator tip is in the t1 position. A functional evaluation was conducted. The actuator tip was seized. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an acl arthroscopy procedure, the fast fix 360 did not deploy t2. No significant delay and a back up was available to complete the procedure. It was not removed from within the patient. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.